Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump turned off no alarm". At the time of this report, the customer has not responded to our requests for additional informaiton.

Manufacturer narrative:
(B)(4). The reported complaint for "turned off no alarm" is not able to be confirmed. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump turned off no alarm". At the time of this report, the customer has not responded to our requests for additional informaiton.